Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported that he was unable to inject insulin due to failure of his humapen ergo device. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient had used the device for 12 years. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The user manual also instructs not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The patient used the device beyond its approved use life. This may be relevant to the complaint which led to increased blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer and forwarded by a patient support program, concerns a (B)(6) asian male patient. Medical history included coronary artery disease, benign prostatic hyperplasia, hypertension, cholecystitis, gastroenteritis, and cerebral infarction. Concomitant medications included insulin lispro and metformin for the treatment of diabetes mellitus. Suspect products included human insulin (humulin; cartridge) bid (38 u total daily dose) started in 2003, and human insulin insulin isophane suspension 70%/human insulin 30% (humulin 70/30; cartridge) started in mar2015, both for the treatment of diabetes mellitus. Both insulins were delivered by a humapen ergo I reusable device. In 2011, approximately eight years after starting human insulin, the patient was hospitalized due to blood glucose was high. While hospitalized, human insulin was discontinued in favor of insulin lispro. No additional information was provided and no other treatment measures were indicated. In (B)(6) 2015, insulin lispro was discontinued for financial reasons and the patient was started on human insulin insulin isophane suspension 70%/human insulin 30% 18 u bid. In (B)(6) 2015, approximately two months after starting human insulin insulin isophane suspension 70%/human insulin 30%, the patient was hospitalized for diabetic complication further clarified as right foot was red swelling. While hospitalized, the dose of metformin was increased from 250 mg bid to 500 mg tid. No additional information was provided and no other treatment measures were indicated. The patient was discharged from the hospital in (B)(6) 2015. On the night of (B)(6) 2015, insulin was not injected due to injection pen failure (lot number unknown, product complaint number (B)(4)). On (B)(6) 2015, tested fasting blood glucose was very at 9.8 (no units or reference range reported). The patient had been using the humapen ergo I for 12 years. Upon follow-up ((B)(6) 2015), it was noted that the patient did not have any changes in diet, activity level, or compliance with treatment. The reporter did not know the laboratory tests results and could not provide risk factors that contributed to the event. It was unknown if human insulin insulin isophane suspension 70%/human insulin 30% was continued. No event outcomes were reported. The patient was the operator of the device. Training status was unknown. General and suspect device duration of use was since 2003. The device was not returned. The reporter considered the events of blood glucose to be related to human insulin and human insulin insulin isophane suspension 70%/human insulin 30%, and the events of right foot red swelling to be unrelated. Update 14jul2015: upon review of this case, the case was opened to update the medwatch and EU/ca fields for regulatory reporting. Update 16jul2015: follow-up response was received from the initial reporting consumer on 15jul2015. Added medical history of hypertension, cholecystitis, gastroenteritis, and cerebral infarction. Updated narrative with medical history and details regarding no changes in diet, activity or compliance with treatment, lab results were unknown, and risk factors could not be provided. Update 21jul2015: a product complaint number was received on 17jul2015. No further additions or updates were made to the case. Update 06aug2015. Additional information received 06aug2015 from the global product complaint system. No medically significant information. To the narrative added the product complaint number for the humapen ergo. Update 12aug2015: additional information received on 12aug2015 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer and forwarded by a patient support program, concerns a (B)(6) male patient. Medical history included coronary artery disease, benign prostatic hyperplasia, hypertension, cholecystitis, gastroenteritis, and cerebral infarction. Concomitant medications included insulin lispro and metformin for the treatment of diabetes mellitus. Suspect products included human insulin (humulin; cartridge) bid (38 u total daily dose) started in 2003, and human insulin insulin isophane suspension 70%/human insulin 30% (humulin 70/30; cartridge) started in (B)(6) 2015, both for the treatment of diabetes mellitus. Both insulins were delivered by a humapen ergo I reusable device. In 2011, approximately eight years after starting human insulin, the patient was hospitalized due to blood glucose was high. While hospitalized, human insulin was discontinued in favor of insulin lispro. No additional information was provided and no other treatment measures were indicated. In (B)(6) 2015, insulin lispro was discontinued for financial reasons and the patient was started on human insulin insulin isophane suspension 70%/human insulin 30% 18 u bid. In (B)(6) 2015, approximately two months after starting human insulin insulin isophane suspension 70%/human insulin 30%, the patient was hospitalized for diabetic complication further clarified as right foot was red swelling. While hospitalized, the dose of metformin was increased from 250 mg bid to 500 mg tid. No additional information was provided and no other treatment measures were indicated. The patient was discharged from the hospital in (B)(6) 2015. On the night of (B)(6) 2015, insulin was not injected due to injection pen failure (lot number unknown, product complaint number pending). On 08-jul-2015, tested fasting blood glucose was very at 9.8 (no units or reference range reported). The patient had been using the humapen ergo I for 12 years. Upon follow-up (15jul2015), it was noted that the patient did not have any changes in diet, activity level, or compliance with treatment. The reporter did not know the laboratory tests results and could not provide risk factors that contributed to the event. It was unknown if human insulin insulin isophane suspension 70%/human insulin 30% was continued. No event outcomes were reported. The patient was the operator of the device. Training status was unknown. General and suspect device duration of use was since 2003. It was unknown if the device would be returned. The reporter considered the events of blood glucose to be related to human insulin and human insulin insulin isophane suspension 70%/human insulin 30%, and the events of right foot red swelling to be unrelated. Update 14jul2015: upon review of this case, the case was opened to update the medwatch and EU/ca fields for regulatory reporting. Update 16jul2015: follow-up response was received from the initial reporting consumer on 15jul2015. Added medical history of hypertension, cholecystitis, gastroenteritis, and cerebral infarction. Updated narrative with medical history and details regarding no changes in diet, activity or compliance with treatment, lab results were unknown, and risk factors could not be provided. Update 21jul2015: a product complaint number was received on 17jul2015. No further additions or updates were made to the case.